Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR wil lbe filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who had undergone bilateral lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in both eyes at the one day post-op visit. The topical steroid drops were increased and the dlk resolved. This reported concerns the patient's right eye.